Event description:
The hcp reported that the device was explanted after an implant duration of < one month. A seroma had developed shortly after implant. The patient underwent a pump pocket revision and 200 cc of fluid was drained from the site. The seroma reformed and the patient began to experience vomiting. The pump was subsequently explanted. Several cultures of the pump pocket and fluid were taken and were negative. Current patient status is unknown, as the hcp has been unable to reach her. It is believed that she may be hospitalized with pneumonia. An allergy test kit has been obtained and the patient will be scheduled for testing and a decision regarding reimplantation will be made.